Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer had to press the keypad several times before it respond. Customer stated that the left arrow was not responsive. Customer did not had stuck button alarm. Insulin pump had insulin flow blocked alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
On (B)(6) 2021 customer called in with the following concern: intermittent button response and multiple insulin flow block alarms. P-cap locked in place properly during testing. Device received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any 61=stuck key alarms that may have occurred in the past. The adapt tool reveals that stuck key alarms was found on (B)(6) 2021 at 01:50:46 hour. Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No intermittent button press, no insulin flow blocked alarm or unexpected bolus delivery anomalies noted during testing. The adapt tool was utilized to search for any no delivery alarms that may have occurred in the past or during the complain call. The adapt tool reveals that on 08/08/2021 at 22:26:46 hour through (B)(6) 2021 a total of 26 no delivery alarms were recorded in adapt tool. However, no alarms noted during testing. Proceed it by cutting device open and perform a visual inspections of connectors and electronic stack. No moisture damage or anomalies noted during visual inspection. Force sensor zero offset within specifications (22.6 milivolts). Device may have had an intermittent failure not detected during our testing. Device received with cracked keypad at select button and cracked battery tube threads. In conclusion customer concerns were not confirm. Device may have had an intermittent failure not detected during our testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.